Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation pipe broke at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. The basket was deformed and there were bends on the operation wire and crinkles on the sheath. As the checking of the mfg record of same lot, nothing or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical system corp (omsc) was informed that during crushing calculus in the bile duct, the connection part of the operation wire and operation pipe broke and crushing stone could not be performed. The doctor withdrew and reinserted the endoscope into the pt. Also he inserted a balloon dilator into the endoscope and dilated the papilla. Finally he could remove the stone with basket wire since the stone was small and he completed the procedure. There was no pt injury reported regarding this event.